Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The disposition of the device involved in the event was unknown; therefore, a return sample evaluation is unable to be performed. A photo evaluation was performed with the following findings: no apparent damage was observed to the visible portion of the peg tubing or external fixation plate; however, it does appear the internal retention plate has started to migrate outside of the stomach and visible at the stoma site. (B)(4). A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced stoma site redness and soreness. It was determined that the fixation plate of the peg tube was probably too tight, which caused the internal bumper of the peg tube to corrode through the stomach wall. On an unknown date, the peg tube was removed and replaced into a new stoma site.